Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. (B)(6).

Manufacturer narrative:
The product associated with this complaint investigation was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous applicable nonconformance (nc) investigation has been completed. The investigation revealed that the complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user as a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on february 1, 2016. (B)(4).

Event description:
The end user reported she had experienced itching under the skin barrier "for the last few months". The itching began within one day of the skin barrier application. In addition, the end user developed "welts and itching" on her arms. Then end user sought treatment from her physician and was prescribed nystatin powder and a tapering dose of oral prednisone (10mg every other day). Further, the pt was referred to an allergist for additional examination and/or treatment. No further pt consequences were reported.